Event description:
Boston scientific received information that this right atrial lead had dislodged. An invasive procedure was performed to explant the lead and was successfully replaced. There were no adverse patient effects reported.